Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by venous retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the forearm. After a guide wire passed through the lesion, a 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.